Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
. The explanted intraocular lens (iol) was returned to our quality assurance laboratory where a visual assessment noted that the lens was cut in 4 (four) pieces and had evidence of use. No further evaluation was performed. The lens condition was consistent with a lens that had been explanted. A review of the manufacturing records indicated that the lens was manufactured according to specifications. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related was generated for this production order (p/o). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Implant date: (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that post implant of the intraocular lens (iol), the doctor noted an issue with the clarity of the lens. It was stated that it looked like a superficial bubble on the anterior surface of the lens. Further, when the patient came in for the post op visit, the lens appeared to be fine with no opacification. The patient reported a rainbow effect around every light and reported that these symptoms were debilitating. The doctor explanted the lens. No further information was provided.